Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2016-11-30 UDI #: (B)(4), return date: 2018-06-22, device evaluation anticipated, but not yet begun mfg date: 2015-11-30 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2016-11-30 UDI #: (B)(4), return date: 2018-06-22, device evaluation anticipated, but not yet begun mfg date: 2015-11-30 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2016-11-30 UDI #: (B)(4), return date: 2018-06-22 , device evaluation anticipated, but not yet begun mfg date: 2015-11-30 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2016-11-30 UDI #: (B)(4), return date: 2018-06-22 , device evaluation anticipated, but not yet begun mfg date: 2015-11-30 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2016-11-30 UDI #: (B)(4) mfg date: 2015-11-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing power switching. The charge on the batteries were greater than or equal to twenty five percent. The site further reported that the patient heard beeping during these events. One of the devices is still with the customer while the other devices have been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.